Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing, pacing inhibition with more than two seconds asystole and out of range pacing impedance. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.